Event description:
Pt admitted to cardiac cath lab for placement of a temporary pacemaker, ccl personnel reported that while attempting to place swan ganz bipolar pacing catheter, using right groin approach, staff went through multiple (approx six) catheters due to balloon rupture. Some ruptured prior to insertion and some ruptured after insertion while trying to be placed after being inflated and deflated a couple of times. At least, three of the catheter balloons were ruptured prior to insertion, they would not inflate right out of the box packaging. Ccl staff ran out of stock catheters, obtained more from a critical care unit which resulted in the same scenario. The physician determined that due to the situation, a permanent pacemaker was necessary at that point. Staff reported that the catheters were from different lot numbers, all with exp dates of 2009 and 2010. The company was contacted on 7/25/08. (2 affected units).